Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The initial report stated incorrectly that the implant had been removed. Customer reported two fractures. When the first fracture was discovered, implant was not removed but maintained for approximately two years. The second fracture made it impossible to leave the implant in mouth and it was removed. The second fracture and the implant removal is reported via 0002023141-2020-01369. The actual implant has been received and the investigation result has been added to both events. The following sections are being reported: h6: method code was added: 3331 and 4109. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned product identified significant signs of wear and damage about the threads. The collar is fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and one other complaint was identified. That complaint represents the removal of the implant and is reported via 0002023141-2020-01369. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor reports that the tsv6h10 implant had fractured and doctor decided to maintain the implant at this time and not remove it.

Manufacturer narrative:
(B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the patient had a tsv6h10 implant that fractured and had to be removed.